Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump alarmed. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen and cracked reservoir tube lip.